Event description:
In 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm with gore excluder endoprosthesis. The physician was attempting to advance and deploy a contralateral leg component in the patient's external iliac artery. The device was being advanced through a cook 18fr sheath. The device was advanced, then the sheath pulled back. The physician had difficulty advancing the sheath and device due to stenosis, so the physician then attempted to retract the device into the sheath with the purpose of reattempting to advance both the sheath and the device to the correct location, however, the trailing end of the device became caught on the leading edge of the cook sheath. The physician then pulled forcefully on the device catheter, trying to retract the device into the sheath. The device then deployed, unintentionally covering the hypogastric artery. The patient maintains good profusion through the external iliac artery. The physician chose a wait and watch approach with this patient.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder endoprosthesis instructions for use (IFU): do not attempt to withdraw any undeployed endoprosthesis through the 18fr or 12 fr introducer sheath. The sheath and catheter must be removed together.